Event description:
Report rec'd from (B)(6) stating that service was required for the device. During service, it was noted that device was heating. The device was not being used in surgery. No injuries were reported. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The reported condition of heating was confirmed. During service, the device failed the temp test. If add'l info becomes available, a supplemental report will be submitted.